Event description:
Reporter had received er1 and er5 messages using both blood and control strip for two weeks with her surestep meter. When she obtained the er1 messages, she looked at the color chart and it was a robin's baby blue. She didn't have high blood sugar. She had never had blood sugar readings above 300 mg/dl.